Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08520. It was reported that a rotawire fracture and removal difficulties occurred. The target lesion was located in the heavy calcified left anterior descending artery (lad). A 1.5/1.75 rotalink¿ burr and 330cm rotawire were used and advanced to treat the target lesion. It was noted that the rotawire was broken in passage of the lesion. The physician attempted to remove the wire however was unable to remove the device. The patient was transferred to surgery, and the wire was successfully removed. No additional patient complications were reported and the patient's condition is stable.